Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer dropped the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump touchscreen display was difficult to see. The customer continued to use the pump for insulin delivery. There was no reported adverse impact.